Event description:
It has been reported to philips that the allura system failed to fully boot up. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Review of the log file and onsite inspection of the system showed that the flexvision pc was malfunctioning resulting in the system not being able to complete the startup sequence. The philips engineer replaced the flexvision pc and its hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
A philips service engineer inspected the system onsite and identified that the flexvision pc was defective. The flexvision pc and hard disks were replaced and the system was returned to use in working order. The investigation is ongoing. A follow up report will be submitted when further information is received.